Manufacturer narrative:
On july 5, 2019, the suspect medical device lot number was provided and updated from unknown to 84264ui00. The product evaluation is still in process. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Historical performance of the reagent lot 84264ui00 was evaluated using world wide data. Return not available. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed tsh results on the architect i1000sr analyzer. On (B)(6) 2019: tsh result: 1.40 uiu/ml. On (B)(6) 2019: other hospital (using roche and advia centaur), tsh result: 8.0 uiu/ml, the same hospital re-extracted blood from the patient. On (B)(6) 2019: tsh result: 9.0 uiu/ml. There was no impact to patient management reported.